Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient will be having shoulder surgery and wanted to know if they can just turn the stimulation off. Agent reviewed information to the caller and advised to call their managing doctor (hcp) for further guidelines. Caller also reported that the patient has not been using the device for a long time and the battery is dead and they can't recharge the unit. Caller stated they were able to charge the implant as recently as mid april for MRI and after that they did not use it anymore. Caller noted that the controller can't find the device when they try to connect to the implant. Agent tried to offer troubleshooting and walking them through charging but caller refuses and they would just let the stimulation off or they will just have a local rep meet with them in the clinic. Agent reviewed rep role. The patient was redirected to their healthcare provider to further address the issue. Additional information from the patient indicated that they have not used the device for the past 2 years since it never worked to reduce their pain. They stated that when they need mris, they have to charge the device to be able to put it into MRI mode, which is troublesome. The patient stated that they are waiting for insurance approval to have the device removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have numerous issues with their spine and is in pain every day, 7 days a week and the spinal cord stimulator has never helped at all. Caller stated they were scheduled to go have the implant removed but there was an issue with the scheduling and they ended up going home and not having the implantable neurostimulator (ins) removed. Caller stated patient had to have numerous mris and have fallen a number of times over the last 2 years. Caller reported they have not recharged the implant for a year and half. Caller stated patient will need MRI and they need to charge the implant to put in MRI mode. Caller stated the manufacturer representative (rep) told them before to take the battery out and put it back in and that sometimes helps but they are not sure if that will help. Caller stated they are getting no device found message. Caller stated patient is resting and doesnt want to be disturbed. Caller stated they worked with different reps over the years to try to get the ins to help. Agent reviewed passive recharge state. Patient service reviewed device function and recommend patient consult with healthcare provider office for next steps. Agent confirmed the recharger telemetry module (rtm) cord is not damaged and in good condition. Agent recommend calling back for assistance if necessary. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient representative (rep) regarding an implantable neurostimulator (ins). The reason for the call was the patient rep mentioned that 6 months ago, they were supposed to have the implant removed however, the removal got delayed. Patient rep mentioned that the patient fell several times last year, however, they were not able to get an MRI since they were not able to get in touch with their representative (rep) to charge the implant. Agent reviewed that their hcp can fill out the MRI form and that they can present that to the facility. Agent mentioned that the MRI facility or the hcp can call if they need help with the form. Agent also reviewed tms (transcranial magnetic stimulation) compatibility. Patient rep mentioned that when the implant was in trial, patient got some relief, however, when they implanted the device, it has never helped the pain level at all. Patient rep mentioned that they have done everything - changing the settings countless times, but there's little to no effect at all. Patient rep mentioned that the rep is aware of the issue and all they suggested was to try and to try. Patient rep also mentioned that they have changed the settings for every 2 weeks, but still patient was not getting any relief. Patient rep mentioned that aside from not getting any relief from the pain, they have to worry to charge the device multiple times that charging became a burden.